Manufacturer narrative:
On 12-aug-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. Clotting of blood was reported. No patient consequences. Has the patient exhibited any neurological symptoms since the procedure was completed: there were no complications with the patient. Device evaluation details: the device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav eco. No clot was observed. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions; flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device 30539520l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30539520l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. Clotting of blood was reported. No patient consequences. Has the patient exhibited any neurological symptoms since the procedure was completed: there were no complications with the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Thrombus/clot is MDR-reportable.